Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Failure observed during analysis. A partial lead with the lead tip measuring 64.5cm was returned for analysis. External insulation abrasion was noted at 59.6-60.0cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at this location. (B)(4). (B)(6).